Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on 02/05/2016 at 3:00 pm with a high blood glucose level of 550 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer was assisted with trouble shooting after being sent tubing clamps. The customer's insulin pump worked as designed. The customer stated that they will consult their healthcare provider about changing their infusion sets.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The information has been provided with this report.

Event description:
It was reported via phone call on 2/26/2016 that the customer has had ketoacidosis twice before and she was feeling the affect from it. She treated with insulin pump. Her blood glucose was going up and she was not eating anything. The customer was wearing the insulin pump at the time of hospitalization. On (B)(6) 2016 the customer called to perform high pressure test. The insulin pump passed high pressure test. Customer will replace infusion set; insulin pump did alarm no delivery. The insulin pump is working as designed. The customer stated she's been having several issues with high blood glucose.